Event description:
Following the placement of 2 essure micro-inserts in a patient, the physician suspected that a peroration had occurred in the patient's right fallopian tube. The physician performed a diagnostic laparoscopy and confirmed that the micro-insert on the patient's right side had perforated the tube, and was lodged in the serosa of the small bowel. The micro-insert was removed; no damage to the bowel was observed by the physician.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.